Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an error indicating a 35 volt failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12nov2018. Date of manufacturer: 09nov2018. Philip's field service engineer (fse) replaced the defective motor controller and power management board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The unit was back in service.

Manufacturer narrative:
Report date: 11feb2019. Date rec'd by MFR: 07feb2019. The power management printed circuit board assembly was returned to philips for failure investigation. A visual inspection revealed no damage or contamination. The part was installed into a test ventilator. Operation testing revealed that the ventilator did not power up from alternate current and deliver breaths. The alternate current light emitting diode did power on, and the ventilator displayed an audible alarm indicating a 35 volt supply failure along with several other error codes. It was identified that a component on the power management board shorted. The shorted component was determined to be the root cause of the error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.